Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for endovascular repair. The contralateral iliac leg graft covered the bifurcation of the left internal iliac artery when it was deployed (1820334-2010-00513). The physician attempted to push the graft up using a coda balloon but failed, so decided to take a wait-and-see approach. Blood leakage from around the black rubber part of the hemostatic valve of the contralateral iliac leg delivery system was observed when the grey positioner was removed. Leaked blood was approx 200 cc to 300 cc. Ordinary blood leakage from the hemostatic valve was also confirmed. The pt is doing fine after the procedure.

Manufacturer narrative:
(B)(4). Event is still under investigation.